Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply and power pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
During a user test, the customer reported that the device would power on/off by itself. There was no patient use associated with the event.